Event description:
It was reported by the affiliate that all five cypher sds units were unable to be deployed due to cracks in their hubs. The cracks were noted in each unit after crossing the lesion and being unable to deploy the stent. The info as received indicates that all five occurrences happened in the same procedural setting. There was no report of pt injury. Additional pt and procedural details have been requested, but have not yet been forthcoming.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to united states distributed stent delivery systems. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.